Event description:
It was reported that the insulin pump alarmed no delivery. Customer's blood glucose was 191 mg/dl. Troubleshooting was done. Customer will monitor the insulin pump. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.